Manufacturer narrative:
Additional information: device information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a medtronic stent was used to treat anastomosis of the right arm. Approximately 18 months post procedure, patient suffered avf stenosis and was treated with medication and revascularization. The anastomosis (target lesion) was treated with non medtronic pta balloon catheter. Patient recovered. Investigator and sponsor assessed event is not related to device and anti platelet medication.